Event description:
Per information provided by patient's attorney: (B)(6) 2014 - patient was diagnosed with symptomatic umbilical hernia and possible inguinal hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #1), perfix plug (device #2) and ventralex st (device #3). Per operative notes, "umbilical hernia sac was reduced. A ventralight st mesh (device #1) was placed in the abdominal wall into the peritoneal cavity and tacked. The direct inguinal defect on the left was identified and a perfix plug (device #2) was placed into the defect. Some of the peritoneum was placed over the mesh. Another ventralex st (device #3) small circle patch was secured over the defect and tacked the mesh to the abdominal wall and inguinal wall." 10-dec-2014 - patient with abdominal pain, mild herniation in umbilical area and recurrent left inguinal hernia had laparoscopic-open repair with the implant of ventralight st w/ echo ps (device #4) and perfix plug (device #5) along with the removal of dislodged perfix plug (device #2). Per operative notes, "adhesions involving a portion of mesh were taken down and no recurrent defect was found. There was some protrusion essentially within the mesh (device #1). Rather than take the mesh out, elected to place a ventralight st w/ echo ps (device #4) above the umbilicus and secured to the anterior abdominal wall. Incision was made to the left groin and previously placed mesh (device #2) was then excised from the spermatic cord. A large perfix plug (device #5) was placed through the defect and secured to the rim of the defect, mesh patch was then sutured to the floor of the canal.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, hernia recurrence, adhesions, pain and emotional injuries. It is also alleged that the cremasteric fibers were amputated and a lipomatous mass of the cord was dissected down to the level of the internal ring.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. About 8 months post implant of ventralight st, obese patient was diagnosed with abdominal pain, hernia recurrence, adhesions thereby underwent revision surgery. Per op notes, "there was some protrusion essentially within the mesh." The instructions-for-use (IFU) supplied with the device identifies hernia recurrence, pain and adhesions as possible complications. This emdr represents ventralight st (device #1). An additional supplemental emdr is submitted to represent perfix plug (device #2) and an emdr to represent ventralex st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.